Manufacturer narrative:
(B)(4) - fistula occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted. The patient experienced an abdominal intestinal fistula. The patient underwent a re-operation on (B)(6) 2013 to have the mesh removed the fistula repaired. No additional information provided.